Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (denmark) the patient lost stimulation. Lead diagnostics indicated high impedances. The patient underwent surgical intervention on (B)(6) 2017 where the lead was removed and replaced. Therapy has resumed and the patient is receiving effective stimulation postoperatively.